Event description:
Affiliate reported "the two products cannot hold the "spread' they just collapse with a small pressure. The hospital has two of the old same code, and they are different in the "lock". Instruments were sent to (B)(4) for further testing on (B)(4) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that this is the second complaint of this type for this product code and lot number. The ratchet mechanism does not appear to function properly. The spring action on the ratchet is slightly tight not allowing for proper engagement of the teeth mechanism on the handle. This defect appears to be associated with manufacturing processes. Further evaluation performed by the supplier indicated that there is no requirement on the drawing for a depth of the ratchet (only the angle) and no pressure specification. The pic only asks to verify proper locking action of the ratchet mechanism. Historically on this product, we have not had a pressure requirement. And there have been no complaints in the past for this product or any functionality failures from (B)(6). There have also not been any recent drawing changes or supplier change requests. The instruments meet all of our other specs. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.